Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. Patient history included non-malignant pain and complex regional pain syndrome type I. The pump had intermittent motor stalls and recoveries starting in (B)(6) 2014. Soon after, the pump was refilled with saline. The reporter did not know the exact medication in the pump at the time of the motor stalls. The patient had described the medication in the pump as ¿a lot of mixed¿ medications at the time of the event. Pump logs were read on (B)(6) 2015 which showed the motor stall recovered (B)(6) 2014 and no further motor stalls were noted. No patient symptoms were reported. The doctor planned to perform a dye study to confirm patency and replace the pump. Surgery consult was on (B)(6) 2015. The date of surgery was unavailable at the time of the call. The cause of the motor stalls was unknown or not provided. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.